Event description:
It was reported via repair work order that the footboard was working intermittently due to pin connectors being loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.